Manufacturer narrative:
The device remains in use and was not available for evaluation; however, the report of a pump stop and system controller clock reset was confirmed through an evaluation of the submitted system controller log file. Low battery advisory, low battery hazard, and no external power alarms were captured on (B)(6) 2016, at 3:40 am, 5:13 am and 5:22 am respectively. The information recorded in the log file indicated that the emergency backup battery was engaged at 5:22 am on (B)(6) 2016. The following event captured a clock reset which indicates that the emergency backup battery was depleted and the pump stopped. The system appeared to have functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a yellow wrench alarm with the controller clock not set icon. The patient did not report any other alarms and denied a system controller exchange. The patient was asymptomatic during the event. A review of the system controller log file showed that the patient continued to use the same batteries until they were completely depleted, and then the emergency backup battery (ebb) was activated. The clock was then reset most likely due to depletion of the ebb. The system controller was reconnected to a power source at which time the alarm was present. The vad coordinator reported that the patient was a poor historian and was readmitted within the past week for drug usage. No further information was provided.